Event description:
Arjo was informed about a broken bed. Later it was clarified that right side rail was destroyed by a patient. Photographic evidence of damages was provided. Side rail lower arm was ripped out of the panel, side rail cable was cut in that place. This record ((B)(6)) is adressing side rail detachment. Additionally, foot board was damaged and error code e410 was present. According to information provided, the patient was laying on the remote which caused the error code. (B)(6) record is adressing those claims. There was no injury reported.

Manufacturer narrative:
Based on the photographic evidence provided, analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached due to excessive external force applied. This is in line with the event circumstances and the side rail condition. According to the instruction for use (IFU, 831.374-en rev.11): "the clinically qualified person responsible should consider the age, size and condition of the patient before allowing the use of side rails." "Caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release side rails) in case of fire or other emergency." "Check operation of side rails" - this action is to be done daily by the care giver. "Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both patient and care giver. Preventive maintenance can help to prevent accidents. To sum up, arjo device failed to meet it's specification. The bed was used by a patient at the time of event. The complaint was assessed as reportable due the allegation that the side rail detached.